Event description:
Customer reported that the pump battery was depleting too fast. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, the customer was instructed to fully charge the battery, though follow-up to confirm issue resolution was declined by the customer.